Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes after centrifuged, lots of tubes occurred rch, hemolysis.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure modes for red cell hangup was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to hemolysis were observed as all results demonstrated satisfactory performance, however red cell hangup observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for red cell hangup with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and red cell hangup was observed, whereas hemolysis was not observed. Root cause description: multiple factors should be considered to mitigate the occurrence of hemolysis. They include: assuring gentle and complete tube inversions, extended fill time, use of a discard tube, extended tourniquet time, in vivo hemolysis. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. The function of the hemo-repellant coating on the inner tube wall may be compromised when tubes are used past their expiration date or when tubes are stored at elevated temperature. Storage at elevated temperature and high humidity may further adversely affect the coating. Following the recommended storage and handling instructions will minimize occurrence of this observation. Red cell hangup at a trace level is generally considered a cosmetic issue only. Therefore, when seen at a more significant degree, steps mentioned above should be considered to mitigate any potential analytical concerns. We will continue to monitor for additional complaints and emerging trends. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes after centrifuged, lots of tubes occurred rch, hemolysis.